Manufacturer narrative:
A1, h6: additional information received stating incident occurred during testing; no patient involvement. One fluid warmer was received for evaluation. Visual inspection of the device found wear and tear damage to enclosure, front cover, water tank cover, drain fitting, reflux plug 90, and line cord. The sample underwent functional testing by powering on and performing safety/electrical test. The reported customer complaint has been confirmed as a result of damaged pcb and water tank cover. Problem source has been determined to be user interface.

Event description:
Information was received that device is beeping and leaking. No adverse effects reported.